Event description:
Patient's fem-pop area did not have optimal flow in the distal region so the plan by cath lab was to balloon vessel and place stents. One stent was placed successfully. When the second stent was inserted, part of the delivery system (section of device proximal to balloon as well as balloon) and stent broke off and remains in the patient. The first stent is in place where intended, the 2nd stent is not. Patient to have device removed in the or.